Event description:
Device explanted due to eri. Likely due to 186 shocks since implant. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the eos battery status, activated after explantation of the device on (B)(6) 2023. A number of 411 charging cycles was recorded to the devices memory. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. In a next step the memory content of the device was inspected. The inspection, especially of the available iegms, revealed a normal and expected device behavior. There was no indication of a device malfunction. In conclusion, the ICD was fully functional. Analysis revealed normal battery depletion.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.